Event description:
Unit was plugged in at dealer, turned on and yellow alarm light allegedly came on and concentrator immediately emitted a burning odor and the unit shut off immediately. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5po2 serial number/date code (B)(4) is approximately 1 month old. The user manual part number 1143482 rev e (nov-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Unit was plugged in at dealer, turned on, and yellow alarm light allegedly came on and concentrator immediately emitted a burning odor and the unit shut off immediately. No injury alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1031452-2012-00005. The device, concentrator, model #irc5po2, serial #(B)(4) was returned for an evaluation. This unit was new when allegedly it alarmed and shut down. The concentrator was functionally tested with no discrepancies were observed. The unit did not get hot, alarm or have a burning smell. The complaint could not be duplicated. (B)(4) has been initiated for this issue. Model irc5po2 serial number/date code (B)(4) is approximately 1 month old. The user manual part number 1143482 rev e (nov-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.